Event description:
Baxter affiliate reportedd that a transfer set has been replaced because of a leak of peritoneal dialysis fluid through the tubing. Transfer set was placed on feb. 2005. No pt injury or medical intervention was assoicated with this incident per baxter affiliate.